Event description:
It was reported that the patient experienced inadequate pain relief. It was stated that the spinal cord stimulation (scs) leads were broken, migrated, and had some impedances. The patient underwent spinal cord stimulator (scs) explant procedure and was doing well postoperatively. No further information could be obtained.

Manufacturer narrative:
Block b3- approximated based on the date of explant.additional suspect medical device components involved in the event:model number/catalog number: sc-2218-50.serial number: (B)(6).batch/lot number: 18021178.model/catalog description: linear st lead kit 50 cm.unique identifier (UDI): ((B)(4). Model number/catalog number: sc-1132.serial number: (B)(6).batch/lot number: 18312837.model/catalog description: precision spectra ipg kit.unique identifier (UDI): (B)(4).